Event description:
It was reported in a n-hance - nflex presentation that one rod broke following intra-operative rod damage during manipulation of degenerative scoliosis. No re-intervention performed. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.